Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1992, product type: lead. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1992, product type: extension.(B)(4).

Event description:
The consumer reported that they had the device removed because it started to stimulating the heart. They could not remember when the deep brain stim device was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.